Event description:
Caire was contacted on (B)(6) 2011, by a home health care distributor about an alleged incident that occurred at a nursing home in (B)(6), somewhere between the dates of (B)(6) 2011, involving a caire stroller liquid oxygen portable unit. The alleged incident was reported that while in use, liquid oxygen came up through the cannula tubing and made contact with the pt's nose. The pt reported that when they removed the cannula tubing from their nose, the frozen tubing shattered. The pt reported tht they rec'd burns/blisters in their nose. The pt also noted that the back of their throat was red. The home health care distributor reported that the injury was not life threatening and that the pt was fine. The subject stroller unit was removed from service and will be returned to caire for further eval.

Manufacturer narrative:
The subject unit is in-process of being returned for further eval and inspection.